Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with noise on their right ventricular (rv) lead resulting in oversensing and pacing inhibition. Therefore, the patient was brought into clinic and the physician elected to cap and replace the lead on 02 apr 2021. The patient was in stable condition.